Manufacturer narrative:
Evaluation results: patient morphology (highly calcified and tortuous marginal). Inherent risk of procedure ( failure to deliver the stent and stent deformation). No results available since no evaluation performed- (no device returned). Evaluation conclusion: lesion morphology (highly calcified and tortuous marginal). Inherent risk of procedure ( failure to deliver the stent and stent deformation). Unable to confirm complaint - (no device returned). (B)(4).

Event description:
The physician was attempting to treat lesions in the marginal and the circumflex arteries. Pre-dilatation was carried out using a 2.5x20mm pantera device. The physician placed a 2.50mm diameter x 18mm length resolute integrity rx stent successfully in the circumflex. The physician then proceeded to treat the marginal lesion. It was reported that the lesion was at a difficult angle and was heavy calcified. A guide liner was opened and inserted. The artery was prepared with a pantera balloon. A 2.75mm diameter x 30mm length resolute integrity device was inserted into the patient. Resistance was felt, the physician withdrew the stent and it was flared in front. A second device, 2.75mm diameter x 30mm length resolute integrity device, was opened and inserted into the catheter through the guide liner. As it was advancing towards the lesion resistance was felt again. When the physician withdrew the stent, it was flared in the middle. A non-medtronic stent was then attempted, however could not be placed. The case was aborted.